Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were broken stand-offs. The missing dongle was replaced and the imaging system then passed the system checkout and was found to be fully functional. The dongle was discarded. Other relevant device(s) are: product ID: bi71000210. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that, while on site, it was noted that the system was unable to fully boot. It was noted the dongle was missing from the system and potentially damaged. There was no patient present when this issue was identified.